Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. The high voltage capacitor was removed and detailed analysis identified arcing damage within it. This damage resulted in the observed long charge time and fault code. The root cause of the arcing damage was not determined. We will continue to monitor the field for similar reports.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) in mid-life due to a charge time greater than 30 seconds. A message was also displayed indicating a charge time out had occurred. Manual capacitor reformations were performed with charge time outs occurring each time. Boston scientific technical services (ts) recommended device replacement. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.